Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump was out of position while the patient ambulating.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, there was an "impella in aorta" alarm. The doctor attempted to reposition to no avail. The pump was subsequently explanted.